Event description:
It was reported to co that 12 pts were allegedly mistreated on a medical linear accelerator due to improper treatment preparation and inadequate routine calibration of radiation therapy equipment during the period from 4/1/94, until 9/1/95. It is further alleged that the improper treatment was due in part to the absence of a registered physicist, reportedly a violation of state requirements for radiation therapy facilities, during this period of time. It was also alleged that improper treatment was due in part to the fact that a therapy simulator (not made by co) used in the treatment planning was not working during the period when the mistreatments reportedly occurred. Four of the pts are reportedly now deceased. This info was received by co in a service of process transmittal from dated 1/27/97.